Event description:
It was reported that at the initial implant procedure the physician had difficulty screwing the lead into the device port. After inserting the lead the physician noted oversensing due to the setscrew. The physician explanted the device and implanted a new device. The physician again noted oversensing. The second device remains in use. No patient complications have been reported as a result ofthis event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).